Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for low blood glucose levels, with a reading of 73 mg/dl. Prior to the event, the customer was found unresponsive on the floor, and the paramedics were called. The wife declined troubleshooting the insulin pump over the phone, and requested to have an insulin pump trainer at the hospital to conduct the troubleshooting. Nothing further was reported.